Event description:
It was reported by the patient that he believed his generator had migrated and was causing him pain. The patient had previously had his generator disabled due to lack of efficacy. No interventions were planned and the patient was lost to follow-up. Information was later received indicating the patient's vns had been explanted. Attempts to the patient's physicians found that they were unaware that the patient had his vns removed and have not seen the patient for some time. It is unknown who the surgeon was that removed the patient's vns. Attempts for further information have been unsuccessful to date.